Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: customer returned photos of insulin syringes. Customer states that the barrel is damaged. The attached photos were examined and exhibited deformed barrels and a broken plunger rod. A complaint history check was performed and this is the 2nd related complaint for barrel damaged and the 1st related complaint for plunger rod broken. Investigation conclusion: based on the photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation root cause: visual inspection of the pictures showed that 2 of the barrels were pinched right under the barrel flange. The plunger of the third syringe was broken off. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer in feed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. The automatic syringe assembly machine feeds the syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Root cause for damaged barrels: l2l dispatch #61616 was created during the creation of this batch for a guide that needed to be adjusted. The guide around the in feed dial was too tight and causing the carousel to hang up/damage barrels. Correction: the guide was adjusted. There were no quality notifications or maintenance dispatches that pertained to the broken plunger defect. No root cause can be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Investigation rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the syringe 1.0ml 29ga 1/2in had a molding defect - short shots on barrel / product is damaged (broken, missing, unassembled). This event occurred 3 times. The following information was provided by the initial reporter: ¿it's noticed that the barrel was damaged before usage."